Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the catheter was ¿all wound up like a ball¿ and had occurred this past month. ¿it was like a telephone cord¿ in the back of the patient¿s spine in one area and was ¿terrible". The patient had surgery in (B)(6) at which time she ¿got a new catheter¿. The pump was delivering hydromorphone. Symptoms, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.